Event description:
It was reported that there was an inflatable penile prosthesis (ipp) explanted. The reason is unknown.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. The microscopic pump analysis identified the pump krt (kink resistant tubing) were worn to the filament. The device was tested too. Both cylinders successfully passed leakage test. The pump was also tested, concluding that the pump passed leakage and functional tests. There was no allegation reported against the device and no clear mode of failure was identified during analysis. Based on the information provided, cause not established was selected as the most probable cause for the complaint. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that there was an artificial urinary sphincter (aus) explanted for unknown reasons.